Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose along with blank display anomaly on the insulin pump. Customer's blood glucose level went as low as 22 mg/dl and as high as 567 mg/dl. Customer treated their low blood glucose with food and glucose tablets. Troubleshooting for blank display anomaly was performed. Customer replaced the battery on the insulin pump and the display returned.